Event description:
It was reported that when the system was activated, the message "request for revision" was displayed, without the possibility of changing the screen, the device overheated before being applied to the patient so the customer dismantled it.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation. Due to this we have been unable to conduct a visual and functional evaluation, and unable to confirm a relationship between the complaint and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. Whist the device is in use and or charging, the devices temperature will naturally increase. This along with ambient temperature can have an impact on the devices capability to charge. The instruction for use details this in relation to charging the device. The message displayed is most likely due to the battery being depleted, but without and evaluation it is not possible to establish a root cause. This investigation has now been closed and recorded as insufficient information to determine a root cause. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.